Manufacturer narrative:
Additional information: upon follow up it was reported that treatment with ceftazidime was discontinued (unknown date). Pd therapy remained ongoing and the patient was not recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The same day as the onset, the patient was treated with ceftazidime (1 gm, route, frequency not reported) for the event. At the time of this report, antibiotic therapy was ongoing and the patient was not recovering from the event pd therapy was ongoing. No additional information is available.